Manufacturer narrative:
Problem code (B)(4) captures the reportable event of dart detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an opc, packaged capio device was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached cleanly from the suture after deployment of the device. Reportedly, the dart was left inside the patient and was not retrieved. The procedure was completed with another opc capio device. There are no adverse patient effects as a result of this event. The current condition of the patient was reported to be good.